Event description:
It was reported the patient¿s catheter was occluded at the catheter tip. It was noted the catheter was replaced. The reporter stated there was a black precipitant identified at the distal tip of the catheter that was clogging up some of the holes. The reporter further stated they were unable to freely aspirate the catheter through the catheter access port (cap) during the pump replacement procedure. It was noted the pump was being replaced due to normal battery depletion. It was further noted the patient was on 18 mg/ml of dilaudid, but had previously been on a much higher concentration through their pump and catheter. It was noted that there were no patient symptoms or complications. It was further noted the patient status at the time of this report was alive with no injury. The pump contained dilaudid. Additional information received reported the black precipitant was not analyzed. The reporter stated their experience told them it was safe to assume that it was due to using too high of a drug concentration in the past. The reporter further stated it was 100% drug-related versus catheter related.

Manufacturer narrative:
Product ID: 8709, lot# j0056592r, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, lot# n108004, implanted: (B)(6) 2007, product type: catheter. (B)(4).